Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the keypad buttons s8, 3, 6, 9. Unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. Missing battery pack; battery pack replaced. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/27/2019 to present date 01/05/2021, and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device malfunction is unknown/needs repairs/service. There was no patient involvement.